Event description:
It was reported that a device was used during an esophagogastrectomy. The device fired without incidence. The pt developed a leakage on 7th post operative day. A roentagenography identified a two centimeter hole in anastomosis. The pt underwent conservative treatment without incidence.